Manufacturer narrative:
Other applicable components are: product ID 8781 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 300 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that per the hcp, the patient had withdrawal symptoms of spasticity return as of (B)(6) 2017. A refill was attempted in the hcp¿s office on (B)(6) 2017 and was unsuccessful. It was found that the pump was flipped in the pocket. There was surgery on (B)(6) 2017 that revealed a twisted catheter and flipped pump. The hcp took the patient to surgery on (B)(6) 2017 to explore the pocket for a suspected flipped pump. The pump was found to be flipped and there was significant twisting of the catheter. The hcp untwisted the catheter and there was a small segment that would not straighten. He explanted this segment of the existing catheter. He then opened a catheter revision kit and removed 57.4 cm and connected the existing and new piece together with the connector/collets. There was good csf flow from the catheter access port. It was stated that there were no factors known per the report. The issue was resolved and the patient status was alive with no injury. The date of the event was (B)(6) 2017. The patient¿s weight was 147 kg. The patient¿s medical history was asked, but unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.